Manufacturer narrative:
Further information was requested but not received.

Event description:
During a remote follow up, episodes of noise resulting in oversensing were noted on the right ventricular (rv) lead. Technical support was contacted recommended further investigation via provocative testing. No intervention has been performed at this time. The patient was stable and will continue to be monitored.